Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were concerned that their therapy was turning off randomly on it's own for 2-3 months. The patient did not know what was causing it and confirmed they were not changing programs or doing anything to cause it to turn off. They confirmed they see the therapy was set to off position on the patient therapy app. They checked during the call and noted it was on, however they had turned it on prior to calling. It was recommended they monitor this and they were redirected to their physician. Patient noted an appointment scheduled for (B)(6) and MRI scheduled for the (B)(6).